Event description:
The customer reported that there was a diluent leak of approximately 10 milliliters from the lh750 instrument. The leak was not contained within the instrument. There were "sheath tank not full" and "rocker bed" error messages associated with the event. The customer technical support (cts) stated that the customer found disconnected tubing at the sheath restrictor. She was able to reconnect the tubing, resolving the leak and sheath tank errors; however once the tubing was replaced the rocker bed errors were generated. The customer cleaned the sensors, however the problem persisted and field service was dispatched.

Manufacturer narrative:
The field service engineer (fse) indicated that he cleaned the rocker bed sensors, sensor board and reseated associated cables. The vacuum tubing at the sheath tank was flushed and no further errors were observed. No erroneous results were associated with this event. (B)(4).